Manufacturer narrative:
As reported, a 3mmx4cm saber percutaneous transluminal angioplasty (pta) balloon was delivered to the lesion and inflated, however it ruptured during its initial inflation before reaching nominal pressure. Another saber balloon catheter was inflated for post dilatation and the procedure was finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. A contralateral approach was made. The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU and prepped normally (i.e. Maintain negative pressure). Initially, a non-cordis sheath introducer and a non-cordis guidewire were inserted and crossed the lesion. After the saber ruptured, it was replaced with a new non-cordis balloon catheter. The non-cordis balloon catheter was inflated for pre-dilatation and a smart stent was implanted. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17391631 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber 3mmx4cm percutaneous transluminal angioplasty (pta) balloon was delivered to the lesion and inflated, however it ruptured within its initial inflation before reaching its nominal pressure. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. A contralateral approach was made. The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU and prepped normally (i.e. Maintain negative pressure). Initially, a non-cordis sheath introducer and a non-cordis guidewire were inserted and crossed the lesion. After the saber ruptured, it was replaced with a new non-cordis balloon catheter. The non-cordis balloon catheter was inflated for pre-dilatation and a smart stent was implanted. Another saber balloon catheter was inflated for post dilatation and the procedure was finished successfully. The product was clinically used. And it will not be returned for analysis. Additional procedural details were requested but are unknown.